Event description:
The customer reported the subject device exhibited air/water leakage from the channel. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the a-rubber (bending section cover) was missing. This report is being submitted for the malfunction found during evaluation of the device (missing a-rubber). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from channel) was confirmed and found to be caused by damaged instrument channel. In addition to missing a-rubber, service found there was a leakage due to deformed insertion rotation/ fix dial, the control unit was corroded due to water leakage, and there was fluid invasion from the universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received regarding the reported issues (air/water leakage from the channel, and missing a-rubber): according to the hospital, the subject device has been out of use for approximately two (2) years due to budget, and confirmed by the distributor that the a-rubber (bending section cover) was removed during their inspection and the issue was not related to an actual procedure. Therefore, there was no impact to a patient or a procedure due to these issues.

Manufacturer narrative:
This report is being supplemented to provide additional information received. Additional information provided in the event section.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user removed a-rubber during their inspection, not actual procedure. Olympus will continue to monitor field performance for this device.